Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011 the pt obtained a loud vibrating alarm on the pump; prior to this alarm the pump self-rebooted. The pt observed the pump reboot, and had no high or low blood glucose levels. The pt did not report any symptoms and denied seeking medical attention. Troubleshooting revealed there were no cracks or corrosion in the battery compartment, no damage to the battery cap, the threads and o-ring were secure, and the battery cap was tight and secure. There was no adverse event associated with this issue.